Event description:
Approx 1 hour 45 minutes into treatment, pt became bradycardic together with shortness of breath. Md notified, orders received to discontinue treatment at that time. Pt dnr. Pt expired 10 mins after treatment completed. Machine failed the machine temperature function test post treatment. MFR # 2937457-2015-01306.